Event description:
It was reported that the ilet displayed repeated alert 32 motor processor communication errors and that a supply change with an improperly seated connector preceded persistent high glucose; troubleshooting did not resolve the alarms and a replacement ilet was issued while the user transitioned to multiple daily injections. Symptoms included hyperglycemia with sensor readings reported as over 400 mg/dl and elevated glucose overnight, without loss of consciousness or diabetic ketoacidosis. Outcomes included the need for unplanned medical management using subcutaneous insulin pens and device replacement. Investigation included device history and complaint review, user interview, and assessment of alarm logs. Investigation of this device revealed a delivery motor communication malfunction consistent with prior alert 32 events and a contributing factor of a misconnected infusion set, which can interrupt insulin delivery. It was concluded that the cause was device component failure of the delivery motor communication pathway with use-related contributory factors related to the supply connection.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".